Manufacturer narrative:
Pr (B)(4) follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. See h10 narrative.

Event description:
No additional information received material#: 302832 batch#: unknown it was reported by the customer that towards end of stem cell infusion of first bag, fluid/normal saline/stem cells noted behind seal inside syringe, approx 3 ml was not infused. Verbatim: towards end of stem cell infusion of first bag, fluid/normal saline/stem cells noted behind seal inside syringe, approx 3 ml was not infused.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: (B)(6). Device problem code: a0504 - leak / splash.

Event description:
Material#: 302832, batch#: unknown. It was reported by the customer that towards end of stem cell infusion of first bag, fluid/normal saline/stem cells noted behind seal inside syringe, approx 3 ml was not infused.